Event description:
It was reported that the device had suspected possible premature battery depletion. The device was replaced and was returned. There were no reported patient complications as a result of this event.

Event description:
It was reported that the device had possible premature battery depletion. The device was replaced and will be returned. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device had suspected possible premature battery depletion. The device was replaced and was returned. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) -the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).